Manufacturer narrative:
Reportable event type updated. (B)(4). It is unknown if or when the lvad was explanted from the patient after expiration. Multiple attempts for product return were sent to the customer; however, as of the device was not returned for evaluation. No further information is available. The manufacturer is closing the file on this event.

Event description:
No aortic insufficiency (ai), moderate mitral regurgitation (mr), mild tricuspid regurgitation (tr) and right ventricle (rv) with reduced function and saline bubble study revealed no shunting in which remains unchanged from the prior echo. The patient was reported to have worsening multisystem organ failure in which supportive care was given. The patient expired on (B)(6) 2018 from multisystem organ failure. The vad clinician is unsure if it was vad related.

Manufacturer narrative:
The report of elevations in pump power/estimated and pulsitile index (pi) events was confirmed via the submitted log files. A specific cause for the reported bleeding cannot be conclusively determined. The submitted log files contained approximately 42 days of overlapping data, spanning from (B)(6) 2018 at 10:37 to (B)(6) 2018 at 11:52, and captured the device operating as intended until (B)(6) 2018 when elevations in pump power and estimated flow were recorded. Some of these elevations were associated with pi events. A specific cause for the change in pump parameters cannot be conclusively determined. Pulsatility index (pi) events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The heartmate ii left ventricular assist system instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding inr range. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pulsatility index is discussed in the hm ii operating manual. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s lvad system was producing elevated flows and powers. The patient received 2 units of packed red blood cell (prbcs) for hemoglobin was 8 g/dl and their lactate dehydrogenase (ldh) was 275 u/l. Inr was 2.2. The patient had completed colonoscopy prep, and was admitted for further evaluation.